Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the battery will not hold a charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Failure analysis info: one mrx li-ion battery pack was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this mrx li-ion battery pack. Philips cannot rule out a malfunction of the mrx li-ion battery pack at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.